Event description:
It was reported that the atrial lead exhibited poor sensing and capture threshold. The chest x-ray confirmed that the lead was dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.